Event description:
There was no patient involved in this event. This device malfunctioned because when the pad unit is turned on without being attached to a patient, the unit advises shock advised, no shock advised, check pads.